Event description:
It was reported that this patient had a cerebral spinal fluid (csf) leak near the dura where the catheter entered the intrathecal space. The patient had received pain relief since implant but had headaches. The csf leak was repaired on (B)(6) 2013 and the catheter was found intact . No patient injury was reported. This device system was used to deliver prialt.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).